Event description:
It was reported that the abutment screws fractured inside the implants at tooth locations #22 & #23 and were un-retrievable. In addition, the implants were noted with peri-implantitis, bone loss and exposed threads. The implants were removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 10 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. The reported unknown biomet screw was returned to zimvie. Visual evaluation of the as returned products identified screw fragment inside the implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are use of incorrect techniques or patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.